Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood and contrast visible in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to inflate the balloon and the analysis revealed that there were two pinholes in the balloon above the proximal end of the distal marker, confirming the reported rupture. Scanning electron microscopy (sem) analysis confirmed the two leaks located at a distal u strut impression on the outer surface. The leaks had a pinched appearance and mechanical damage was observed at the leak edges on both the outer and inner surface of the balloon. On the inner surface, the leaks were found at the distal edge of the distal marker impression. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It was further noted that the sds was pressurized above rated burst pressure (rbp). It should be noted that the product instructions for use (IFU) warns: do not exceed the rated burst pressure as indicated on the product label. Monitor balloon pressure during inflation. Use of pressure higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. It is possible that the balloon interacted with the stent implant while inflating the sds beyond its labeled rbp, such that the material became damaged and ruptured as a result. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. There were also 3 kinks noted in the hypotube; however, this damage was not originally reported in the case description and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that appear to have contributed to the reported complaint. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture appears to be related to operational context of the device and not a product quality deficiency. All stent delivery systems are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during implantation of the mini vision stent in the left anterior descending artery with moderate calcification, the balloon ruptured at 18 atmospheres. The stent was fully apposed and did not need any additional post dilatation. The patient was fine post procedure. A clinically significant delay in the procedure was not reported. No additional information was provided.